Event description:
Caller states that the device memory reports results of 147mg/dl and 85mg/dl taken within 10 minutes on the same device. Caller states that he did receive the result of 147mg/dl, however, he denies receiving a result of 85mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.